Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris 5.5 plug driver twisted during final tightening. There were no patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tip of the device is twisted/deformed. Root cause: root cause was unable to be determined. A twisted tip can occur when the driver is over torqued or when force is applied off-axis. DHR review: per DHR review, the part was likely conforming when it left zimvie's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris 5.5 plug driver twisted during final tightening. There were no patient impacts.